Event description:
A mayfield head holder (unknown model/product number) failed after the patient's head was placed in pins and was tightened. The head holder was reported to have "loosened on its own", resulting in a small laceration on the patient's right side of head. The laceration was sutured. Patient's outcome was reported to be "okay". The event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. Additional clinical information has been requested. However, no further information has been provided. Cross referenced to uf/importer report #: (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.